Event description:
It was reported that the patient presented to the emergency room on 11 mar 2023. An interrogation of the implantable cardioverter defibrillator showed possible backup operation and ineffective anti-tachycardia therapy delivered for an arrhythmia. A subsequent transmission showed that the device was operating normally on 18 mar 2023, and a last known in-clinic device check on 14 mar 2023. The aforementioned arrhythmia was noted to terminated by a high voltage shock. No interventions were made. The patient was stable.